Manufacturer narrative:
The stopcock and syringe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported stopcock leakage. No slides were impacted. Issue was attributed to a syringe/stopcock malfunction. Field service engineer replaced the parts. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.